Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a broken grip at the grip base. A piece approximately 0.4565" x 0.13555" was found to be broken off. The broken piece was not returned. Components adjacent to this broken grip do not show damage. The complaint regarding a broken tip was confirmed by failure analysis.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the customer found that the tip from the maryland bipolar forceps (mbf) instrument broke. The procedure was completed at the time of the report. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.